Event description:
It was reported the insulin pump powered off without any alarms prior. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.